Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 16-feb-2023 h6: investigation summary a complaint of a component being deformed was received from the customer. The initial DHR review was performed on all batch records. Batch 1285896 had 2 quality notifications, one for embedded foreign matter and one for missing pin gauge. Batch 1291850 had no quality notifications related to this batch. Batch 1305168 had no quality notifications related to this batch. However, there have been no quality notifications related to the deformation condition at namc. A review of the tooling and molding process was conducted with zero evidence of any impact on the part that would cause the deformation. A sample was received at namc provided by the customer for review, further investigation of the sample was conducted with potential cause identified to be a pinch point on the part where the bending or deformation was observed. It was concluded that this deformation will not be developed through the molding process. Additionally, the conveyor system was investigated for any potential cause. However, no potential cause was found during the investigation and there has been no quality notifications related to the deformation during the current production at namc. The review of the mold repairs logs at namc recorded on mold trax software was conducted with no actions recorded with any issue related to the deformed parts. The potential root cause identified from the discussion at namc, could be assembly process, conveyance system damage, or shipping damage. However, the conveyance and the molding process was thoroughly examined with no potential cause identified at namc. The current visual controls and inspection plans will be utilized and the defect condition if found will be monitored at namc. H3 other text : see h10

Event description:
It was reported while using bd female ll adaptor the connector was deformed. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the connector was found curved (deformed).

Manufacturer narrative:
The manufacturing location for this product is namc. This site is an OEM manufacturing site. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd female ll adaptor the connector was deformed. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the connector was found curved (deformed).